Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Will samples be returned? If so, please provide a date of return and tracking information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate events were submitted via 2210968-2021-08042.

Event description:
It was reported that a patient underwent a plastic surgery procedure in 2021 and suture was used. The thread broke during use. The traction in the act of knotting was reduced to prevent it from breaking, but without success. There were no patient consequences reported. No further information is available.